Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient dislocated lps femur prosthesis tka. The insert was still engaged with the femur, however, the post of the insert was dislocated from the mbt revision tibial tray. Patient was brought to surgery and the insert or tka was reduced. Surgeon chose not to change any of the components. Patient was a poor reporter and does not recall how or when the knee dislocated.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.